Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. Additionally, the customer was admitted to the intensive care unit with diabetic ketoacidosis. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.